Event description:
It was reported that a large volume infusor had a white flow controller broken away from the tubing. There was patient involvement, but no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The root cause of the reported condition could not be identified. Should additional relevant information become available, a supplemental report will be submitted.